Event description:
It was reported that during a normal device upgrade, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.